Event description:
I was injected around my lip area and under my eyes with juvederm. My lip area looked great with no bumps, but under both my eyes I have bags or bumps. This is very disturbing to me, please let me know what can be done to correct this problem. Dose or amount: 2 syringes. Dates of use: 2009. Diagnosis or reason for use: indentation in cheek area. Event abated after use stopped or dose reduced? No.